Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: (B)(4). Model: sc-2218-50. Serial: (B)(4). Batch: 7114291.

Event description:
It was reported that the patient was not getting an adequate pain relief despite reprogramming done. X-ray showed that one of the leads had migrated. The patient underwent a lead replacement procedure and was doing well postoperatively. The linear leads were replaced with a paddle lead. The explanted linear leads were discarded by the hospital.